Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a proximal and mid left anterior descending artery (lad). Eight low speed treatments were performed. At this point, the patient had slow flow and suddenly had bradycardia. The patient went into cardiac arrest. The physician attempted to revive the patient, but the patient expired. In the physician's opinion, orbital atherectomy did not cause or contribute to patient adverse events. However, the physician could not determine what led to the patient adverse events. Trigger point injection and cardiopulmonary resuscitation were performed to resuscitate the patient. The slow flow was transient. It was unknown what events led to the slow flow.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported patient harms including cardiac arrest, arrhythmia, obstruction, unexpected medical intervention and death appear to be related to operational context. Per medical review, there is very limited information provided however, it can be stated that the occurrence of slow flow that most likely led to cardiac arrest and to an outcome of death was related to the procedure and that the oad indirectly contributed/caused in that it was used in a severely calcified lesion. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: codes 4118, 3233, and 11 no longer apply.

Event description:
It was reported a diamondback 360 coronary orbital atherectomy device (oad) was used to treat a proximal and mid left anterior descending artery (lad). Eight low speed treatments were performed. At this point, the patient had slow flow and suddenly had bradycardia. The patient went into cardiac arrest. The physician attempted to revive the patient, but the patient expired. In the physician's opinion, orbital atherectomy did not cause or contribute to patient adverse events. However, the physician could not determine what led to the patient adverse events. Trigger point injection and cardiopulmonary resuscitation were performed to resuscitate the patient. The slow flow was transient. It was unknown what events led to the slow flow.